Event description:
A patient reported blood glucose results of "118 mg/dl" with a lifescan meter and "78 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specified range. The test strips were in good condition and the codes matched. The techniques for cleaning the puncture site and for applying the blood to the test strip were correct.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.